Event description:
Inspiratory pressure stuck. Failure code "kb0031". Covidien technical support indicated two possible sources of this failure. Auto-zero solenoid (s1)or inspiration module pcb (patient circuit board).